Event description:
On (B)(6) 2006, the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019, a computed tomography (CT) scan revealed there was an inferior vena cava (ivc) filter in place below level of renal veins. Proximally filter was tilted dorsally 30 degrees with respect to ivc. Two anterior struts extended beyond the vessel wall. There was no retroperitoineal hematoma and there was no stenosis.

Event description:
On (B)(6) 2006, the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019, a computed tomography (CT) scan revealed there was an inferior vena cava (ivc) filter in place below level of renal veins. Proximally filter was tilted dorsally 30 degrees with respect to ivc. Two anterior struts extended beyond the vessel wall. There was no retroperitoneal hematoma and there was no stenosis.